Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On functional testing, an in-house presto inflation device was used to inflate the balloon and upon inflation, a pin-hole rupture was noted. No other functional testing was performed. There were no specific device deficiencies alleged. However, a pin-hole rupture was identified during the functional testing under microscopic observation. Therefore, the investigation is confirmed for the identified pin-hole balloon rupture. A definitive root cause for the identified balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly malfunctioned. The procedure was completed using another device. There was no patient contact.